Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which anevent occurred, but the type of reportable event was not indicated appropriately.

Event description:
The customer reported that they received a 'leak detected in centrifuge' alarm during a mononuclear cell collection (mnc) procedure. Per the customer, they had approximately 2 liters left to complete the procedure. The rn aborted the procedure without rinseback and sealed off the product and sent it to the lab. No medical intervention was necessary for this event. The patient is reported in stable condition. Patient information is not available at this time. This report is being filed in response to the customer filing a medwatch report, which was found during an internal maude database search.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. A leak was noted on the channel's collect connector snout weld. Root cause: based on our investigation of this incident and similar occurrences, a leak in the channel was identified. Although leaks in the tubing set may be the result of many different mechanisms, we have identified a specific leak resulting from a pinhole size tear that develops in the soft channel vinyl near the channel¿s hard plastic collect connector during long procedures,typically mnc collections. This leak results in a minor blood spill that remains fully contained within the system¿s centrifuge chamber. Correction: terumo bct has modified the standard optia filler in order to reduce the incidence of leaks in the channel of the tubing set during mnc collections, specific to this failure mechanism corrective action: modified optia filler has been released and is being installed at customer sites performing mnc collections.